Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the v-go 20 user who called in to report that her device had stopped infusing insulin after 9 hours of wear. She states that on (B)(6) 2022 between 5am and 4pm, she started to feel sick. She felt extreme thirst; stomach upset and was unable to think clearly. She checked her glucose level via finger stick and it was greater than 600. She treated it by changing her device and drinking large amounts of water. She stated that her sugar started to come back down and she felt better. She did not speak to her healthcare practitioner (hcp), she just self- treated. She did not examine the insulin level window. She states she usually gives 5 clicks per meal. She uses novolog insulin. She denies any infections. She denies needle being in scar tissue. She is not on any other medications which could raise glucose levels. She stated she was back to normal glucose levels by morning. This is a serious high glucose level which was self-treated and she recovered. Device contribution cannot be excluded. Device evaluation: one device was received and evaluated for the complaint regarding the dispensing lssue event. Device #(B)(4) was inspected, the device functions were tested, and verified to have operated as intended. The device exhibited no anomaly thot could contribute to the reported event. The complaint for this device could not be confirmed.

Event description:
The patient reported that they have been using v-go 20 units for two or three years. The patient stated on (B)(6) 2022, she wasn't feeling well. The patient states her sugars stayed over 600 from 5am to 4pm patient finally got her number lowered to 564. Per patient states around 1-2 in the afternoon she put on a new v-go device and that's when the patient really noticed a change in her number going down. Per patient states if the device didn't work, she just throws them away. The patient stated the device stopped dispersing insulin after 9 hours. The device is available for return to the manufacturer for evaluation.